Event description:
Customer reported that the pump battery would not charge despite using a tandem charging cable and attempting to charge through a wall outlet. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try a different wall outlet and other charging accessories, but the issue persisted. Consequently, technical support arranged for the pump to be replaced under warranty, advised the customer to use multiple daily injections as a backup therapy, and instructed on returning the faulty pump using a pre-paid label. The customer understood and acknowledged all instructions.